Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected component. The reported issue was duplicated as the power supply did not provide an electrical charge to a battery during testing. The power supply was found to be completely inoperative. Upon visual inspection of the component, two capacitors were missing from the component and the cause is unknown.

Event description:
The customer stated that the charge status was red when the unit was plugged into the alternating current (ac) power, so the technician unplugged the respirator from alternating current (ac) power source and noticed that the battery did not support the ventilator. There was no patient involvement at the time of the reported incident.